Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that there is pitting corrosion with this device. The reported event was confirmed as the visual evaluation revealed that the device shows signs of metal surface oxidation especially on the shaft (see evaluation picture 4). Further the handle is discolored and the laser marks are faded (see evaluation picture 1 - 3). Further the distal end is bend. (See evaluation picture 1). The most likely cause for the reported failure can be attributed to user error of the device due to improper detergent/cleaning process used.

Event description:
It was reported that there is pitting corrosion with this device. There was no harm for patient, operator or third-party reported. No further information received.